Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain/ severe pain'), menorrhagia ('menorrhagia/ heavy bleeding'), pregnancy with contraceptive device ('at least eleven weeks pregnant') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011. The patient's medical history included multiparous. Before essure, plaintiff¿s menses were light, lasted five days, and she had minimal pain. She had been on birth control pills before having her last children. While she was off birth control, the discomfort and inconvenience from her cycle had been minimal. Concurrent conditions included allergy to metals (causes her ears to be sore). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, dysmenorrhoea ("dysmenorrhea"), back pain ("bad back pain in her lower back"), headache ("headaches"), fallopian tube enlargement ("swelling down the right front of her bottom by her fallopian tubes"), fatigue ("extreme fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (essure removed: scheduled.). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, headache, fallopian tube enlargement, fatigue, dyspareunia, abdominal pain, allergy to metals, psychological trauma, vaginal infection, migraine and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube enlargement, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal infection to be related to essure. The reporter commented: the pelvic pain and headaches began soon after essure was implanted. After essure, she experienced five days cycles of heavy bleeding with severe pain in the first two days. The first part of her cycle became so severe that many days she become bed ridden. This has continued since she had the device implanted. After essure, she experienced a menstruation cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. She would use one-hundred super plus tampons in a week and would flow out of a super plus tampon in thirty minutes. She also had emergency room visits due to these symptoms. She has not been able to afford surgery to remove essure. Patient received treatment for nickel allergy diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result-not provided.. Pregnancy test - on (B)(6) 2011: at least eleven weeks pregnant. Ultrasound scan - on an unknown date: showed no material. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event dyspareunia (painful sexual intercourse), abdominal pain, nickel allergy, psych injury, vaginal infection,migraines, hair loss was added and patient details updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ heavy bleeding"), pregnancy with contraceptive device ("at least eleven weeks pregnant") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011. The patient's past medical history included multiparous. Before essure, plaintiff's menses were light, lasted five days, and she had minimal pain. She had been on birth control pills before having her last children. While she was off birth control, the discomfort and inconvenience from her cycle had been minimal. Concurrent conditions included allergy to metals (causes her ears to be sore). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criterion disability), abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, pelvic pain ("stabbing pelvic pain/ severe pain"), dysmenorrhoea ("dysmenorrhea"), back pain ("bad back pain in her lower back"), headache ("headaches"), fallopian tube enlargement ("swelling down the right front of her bottom by her fallopian tubes") and fatigue ("extreme fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, back pain, headache, fallopian tube enlargement and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, dysmenorrhoea, fallopian tube enlargement, fatigue, headache, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the pelvic pain and headaches began soon after essure was implanted. After essure, she experienced five days cycles of heavy bleeding with severe pain in the first two days. The first part of her cycle became so severe that many days she become bed ridden. This has continued since she had the device implanted. After essure, she experienced a menstruation cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. She would use one-hundred super plus tampons in a week and would flow out of a super plus tampon in thirty minutes. She also had emergency room visits due to these symptoms. She has not been able to afford surgery to remove essure. Diagnostic results: on (B)(6) 2011, plaintiff presented reporting that she was at least eleven weeks pregnant according to a home pregnancy test. The ultrasound taken showed no material but the nurses and doctors reassured her that she had passed the material. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of product technical complaints. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and became pregnant (at least eleven weeks pregnant). She had a miscarriage. In addition, she experienced menorrhagia/ heavy bleeding (according to her report the first part of her cycle became so severe that many days she become bed ridden and she would use one-hundred super plus tampons in a week), she also required ER visits. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this case, no information was given about the confirmation test. Regarding miscarriage, it is the most common complication of early human pregnancy, occurring mainly during the first trimester of gestation due to maternal conditions or fetal chromosomal abnormalities. In this case, plaintiff had a miscarriage in the first trimester of pregnancy. For menorrhagia, menses pattern changes may occur as a consequence of several gynecological conditions and also during essure use. In this case no alternative explanation was given for the event. This case was considered an incident due to the serious injury reported (impairment due to menorrhagia). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ heavy bleeding"), pregnancy with contraceptive device ("at least eleven weeks pregnant") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2011. The patient's past medical history included multiparous. Before essure, plaintiff's menses were light, lasted five days, and she had minimal pain. She had been on birth control pills before having her last children. While she was off birth control, the discomfort and inconvenience from her cycle had been minimal. Concurrent conditions included allergy to metals (causes her ears to be sore). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability), abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, pelvic pain ("stabbing pelvic pain/ severe pain"), dysmenorrhoea ("dysmenorrhea"), back pain ("bad back pain in her lower back"), headache ("headaches"), fallopian tube enlargement ("swelling down the right front of her bottom by her fallopian tubes") and fatigue ("extreme fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, back pain, headache, fallopian tube enlargement and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, dysmenorrhoea, fallopian tube enlargement, fatigue, headache, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the pelvic pain and headaches began soon after essure was implanted. After essure, she experienced five days cycles of heavy bleeding with severe pain in the first two days. The first part of her cycle became so severe that many days she become bed ridden. This has continued since she had the device implanted. After essure, she experienced a menstruation cycle of twenty-eight days, with seven days of heavy bleeding, which she did not experience before. She would use one-hundred super plus tampons in a week and would flow out of a super plus tampon in thirty minutes. She had emergency room visits due to these symptoms. She has not been able to afford surgery to remove essure diagnostic results: on (B)(6) 2011, plaintiff presented reporting that she was at least eleven weeks pregnant according to a home pregnancy test. The ultrasound taken showed no material but the nurses and doctors reassured her that she had passed the material. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and became pregnant (at least eleven weeks pregnant). She had a miscarriage. In addition, she experienced menorrhagia/ heavy bleeding (according to her report the first part of her cycle became so severe that many days she become bed ridden and she would use one-hundred super plus tampons in a week), she also required ER visits. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this case, no information was given about the confirmation test. Regarding miscarriage, it is the most common complication of early human pregnancy, occurring mainly during the first trimester of gestation due to maternal conditions or fetal chromosomal abnormalities. In this case, plaintiff had a miscarriage in the first trimester of pregnancy. For menorrhagia, menses pattern changes may occur as a consequence of several gynecological conditions and also during essure use. In this case no alternative explanation was given for the event. This case was considered an incident due to the serious injury reported (impairment due to menorrhagia). A product technical analysis is being sought. Follow up information will be obtained through the litigation process.